Manufacturer narrative:
The lot number was provided for the single malfunction; therefore, a lot history review is currently being performed. The device was returned for evaluation. The investigation identified material rupture and a peeled outer layer. A definitive root cause could not be determined. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
This report summarizes one malfunction. A review of the malfunction indicated that model cq5058j pta balloon dilatation catheter experienced material rupture and a peeled outer layer. This report was received from one source. The device was used in the patient with no consequences to the patient. Patient age, weight, and gender were not provided.